Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant surgeries, the pt is experiencing blurry vision at all distances and sees glare and halos at night. He stated that there is no refractive surprise, with both eyes having bcva of 20/20 and ucva 20/30. He stated that glasses with anti-reflective coating have been given to the pt, but the symptoms persist. The surgeon does not believe the iol's are defective, but he does not know the cause of the events. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible mgmt personnel. There have been no other similar complaints reported in the lot number. Add'l info was requested on 1/25/2011 and 2/14/2011 by phone, fax, and mail. A completed questionnaire has not bee received. (B)(4).